Event description:
Healthcare professional reports inconsistent results and results higher than reference with the hemochron jr. Citrated aptt cuvette assay. Pt being evaluated for ischemic stroke with symptoms of slurred speech with facial droop. The healthcare facility's criteria to administer tissue plasminogen activator (tpa) is in part based on aptt results targeted at greater than or equal 38.6 seconds. Repeated hemochron jr. Citrated aptt tests generated results of 46.8, 42.5, and 30.6 plasma equivalent seconds. Sample sent to the reference laboratory for result confirmation generated 30.7 seconds. The pt was evaluated and treated based on the laboratory result. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Itc has requested all data required for form 3500a.